Event description:
The device result was 59mg/dl and a repeat result was 123mg/dl. Based on the first result she just retest and did not seek treatment. The device was replaced and requested to be returned for evaluation.